Event description:
It was observed during the device inspection, that the gastro videoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, adhesive around the acoustic lens is cracked (gap in the distal end adhesive), could not be identified. Root cause could not be identified. The phenomenon can be confirmed; however, could not surmise a cause, since the condition of the subject device could not be thoroughly checked during investigation. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: we checked the instruction manual and found that it had descriptions related to the phenomena.¿ olympus will continue to monitor the field performance for this device.